Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected gore mesh in multiple different surgeries, seroma, abscess, wound vac placement, floating gore mesh, chronic infection, chronic non healing wound. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2005: [facility ni]. [Signature illegible]. Office notes. Chief complaint: infected abdominal wall hernia mesh. Had open gastric bypass on (B)(6) 2003 with repair of ventral hernia at that time. Reports long, complicated history of recurrent surgeries for this ventral hernia with repeated mesh infections. Recent abdominoplasty on (B)(6) 2005 with repair of hernia. Large abscess following surgery with subsequent removal of mesh and wound vac care. Currently, reports draining abscess at umbilicus, no fevers, intermittent chills, no nausea/vomiting. Surgical history: ventral wall hernia repair times three, cholecystectomy in 1987, cesarean section in 1989. Weight 231.6 pounds. Abdomen: midline incision, abdominoplasty incision. Palpable midline ventral hernia at upper portion of midline incision extending down to abdominoplasty scar. Approximately a 2 x 3 cm draining ulcer at inferior portion of midline incision. No evidence of erythema or fluctuance. Impression: recurrent ventral hernia with likely contamination of mesh. Discussed possibility of removing mesh followed by three to four months of healing of wound followed by laparoscopic ventral hernia repair with replacement mesh. Surgical date set for (B)(6) 2005 for removal of infected mesh. On (B)(6) 2005: on (B)(6) hospital. On (B)(6), md. Operative report. Assistant: on (B)(6), md. Assistant: on (B)(6), md. Preoperative diagnosis: infected ventral hernia mesh. Postoperative diagnosis: infected ventral hernia mesh. Operation: removal of infected ventral hernia mesh. Anesthesia: general anesthesia. I.v. Fluids given during the procedure: 1500 cc of lr. Estimated blood loss for the procedure: 50 cc. Condition of patient after surgery: stable and extubated to the pacu. History of the present illness: the patient is a 47-year-old female electively admitted for removal ventral hernia mesh. The patient had previous open roux-en-y gastric bypass surgery with subsequent ventral hernia repair and abdominoplasty. The patient presented to the clinic two weeks ago with an approximately 2 by 2 cm area at her old umbilical site with exposed mesh. There was currently no evidence of cellulitis or purulence of induration at that site. Procedure: ¿the patient was wheeled into the room and placed in a supine position. After induction of general anesthesia, the abdomen was prepped and draped in a sterile fashion with betadine. A foley catheter was inserted in the usual typical fashion. Following this a vertical incision was made through the old midline incision with a #10 blade down to the exposed mesh area. The incision was then carried around this area and down inferior to it. The subcutaneous tissue was carefully opened with bovie electrocautery. Once this was achieved an area of mesh was divided at the midline. Next the mesh was able to be grasped with kocher clams [sic] on each side and retracted upward. Underlying attachments were carefully removed with sharp dissection using metzenbaum scissors. The mesh appeared to be a marlex type, it was ingrown into the overlying fascia. Once the underlying attachments were removed with metzenbaum scissors on the left side, a similar procedure was done on the right side. Once this was achieved, flaps from the mesh were created as the skin was retracted laterally. This was done on each side to fully expose the mesh laterally and inferiorly. Once this was done the mesh edges were removed using the bovie electrocautery. Around the 2 cm ulcerated site an area of skin was also excised with a #10 blade. The mesh from this area was completely removed on its inferior aspect. Using careful sharp dissection, the edges of the mesh were dissected freely on both side [sic]. Once this was done the wound was irrigated and dried. The mesh was sent off the table for culture. Next the remaining fascial edges were approximated with running #1 pds suture. Following this the subcutaneous tissue was approximated with interrupted 2-0 vicryl sutures. The skin was then closed with a running 3-0 monocryl subcuticular stitch. The wound was cleaned and dried. Mastisol and steri-strips were applied. The patient tolerated the procedure well. All counts were correct. Dr. Tejinder singh was present for the entirety of the case.¿ on (B)(6) 2005: on (B)(6), md. Pathology report. Case number: (B)(4). Final diagnosis: soft tissue and mesh, ventral hernia repair site, removal: synthetic mesh (gross diagnosis). Fibroadipose tissue with chronic inflammation and foreign body giant cell reaction. Specimen: a. Soft tissue infected graft. Number of blocks: 1. Clinical history: unspecified. Preoperative diagnosis: infected graft. Surgical procedure: exp lap. Gross description: the specimen is labeled ventral hernia mesh. Received in formalin are four fragments of yellow/tan fibrofatty soft tissue attached to a white synthetic mesh. The soft tissue and mesh measure 11 x 7 x 2.5 cm in aggregate. Serial sectioning reveals a pink/tan cut surface. No exudate or purulent material is grossly identified. A portion of soft tissue is dissected away from the mesh and submitted for histologic diagnosis in one cassette. On (B)(6) 2005: amch. Microbiology. Anaerobic cultures. Source: other ventral hernia mesh. Remarks: aerobic. Culture: no anaerobic growth after 5 days. Wound and general bacterial culture. Other culture and smear. Source: other ventral hernia mesh. Gram stain: 1. [Illegible] white blood cells seen. 2. No organisms seen. Culture: 1. Coryneform bacilli (diphtheroid bacilli) was isolated. On (B)(6) 2005: on (B)(6), md. Discharge summary. Electively admitted for removal of mesh with repair of ventral hernia at secondary date in the future. Admitted with complaints of increased abdominal pain. Seen in emergency room and admitted, surgery the following day. Had removal of infected mesh, placed on morphine patient-controlled analgesia pump with percocet as well and clear liquid diet. Episodes of hypotension postoperatively; improved with discontinuation of morphine. Postoperative day three, had flatus, tolerating regular diet, pain controlled with percocet, discharged home. On (B)(6) 2005: on (B)(6) center. [Signature illegible]. Discharge instructions. Diagnosis: infected abdominal wall mesh status post removal of infected mesh. No heavy lifting (less than 20 pounds) for two weeks, okay to shower. On (B)(6) 2006: on (B)(6) md. Procedure report. Procedure: colonoscopy. Impression: mild left-sided diverticular disease. Internal hemorrhoids. Procedure: upper endoscopy. Impression: hiatal hernia. Rule out short-segment barret¿s esophagus. Consider increased acid suppression for increasing reflux symptoms. On (B)(6) 2006: [facility ni]. On (B)(6), md. Office notes. Follow up multitude issues. Two chief complaints; first is consistent epigastric discomfort since last fall. Somewhat positional and reproduced by palpation. Is not aware of bulge or bunch in area. Lower abdominal skin wound has completely healed, however, has residual ventral hernia below the umbilicus that is going to require repair later this summer. Second complaint involves hypoglycemia; has been suspected of having ¿dumping syndrome¿ since shortly after gastric bypass. Scheduled for gynecologic surgery 7/6. Heartburn intermittent despite proton pump inhibitor. Recent upper endoscopy showed dysplasia. Weight actually increased in last few weeks. Abdomen: very distinct reproducible tenderness just below xiphoid process, at upper edge of previous surgical midline vertical incision. Extensive scar tissue and healing of lower aspect of same incision just suprapubic and below the umbilicus. Tender just below umbilicus where she is noted to have a hernia. Impression/plan: gastroesophageal reflux disease, barrett¿s esophagus, diabetes mellitus type ii, dumping syndrome with hypoglycemia. Epigastric discomfort: cannot palpate a large hernia, however, upon reviewing previous CT there is a report 5/2005 suggesting a small hernia. Will need to repeat CT scan; will be important prior to her anticipated surgery for lower abdominal hernia repair. On (B)(6) 2006: on (B)(6), md. Letter to (B)(6), md. She underwent open gastric bypass in 2002; postoperatively, developed an incisional hernia and has undergone two incisional hernia repairs with mesh, both subsequently becoming infected. On (B)(6) 2005, I removed the infected mesh; postoperatively, she has done well. She recently underwent transvaginal hysterectomy and bladder suspension at outside hospital. States after that surgery, ventral hernia has gotten much worse, pain is increasing. No signs/symptoms of obstruction. Discussed need to allow infection to subside over the course of months, subsequently plan repair re-implanting an additional piece of mesh. Surgical history: cholecystectomy, gastric bypass, incisional hernia repair times two, both with subsequent mesh infection. Weight 270 pounds, up approximately 26 pounds. Abdomen soft with evidence of obvious incisional hernia; easily reducible, no evidence of incarceration. Skin well-healed, no erythema or signs of infection. Impression: recurrent ventral hernia repair, mesh infection; mesh removed. Plan on repairing incisional ventral hernia in next few weeks by laparoscopic technique. Instructed to complete bowel regimen prior to procedure to help decompress intestines, easing lysis of adhesions. Discussed potential for additional mesh infection, potential of additional recurrence of incisional hernia repair. In regard to gastric bypass, appears to have not been followed by clinical nutrition. States had malabsorption work-up by primary care physician and vitamin levels were okay. Continues to take aspirin; cautioned may be causing problem with roux-en-y and potential for marginal ulcers. Instructed that follow up with clinical nutrition will help augment weight loss; at this time is regaining. The more weight she could lose prior to hernia repair, the better potential success would be. On (B)(6) 2006: [facility ni]. [Signature illegible]. Anesthesia record. Weight 264 pounds. Bmi greater than 35. Asa: iii. Implant procedure: laparoscopic ventral hernia repair with 34 cm by 28 cm gore dual mesh. Extensive lysis of adhesions consuming 70 minutes of operative time. Implant: gore® dualmesh® plus biomaterial [1dlmcp08/03885654, 34 cm by 28 cm] implant date: (B)(6) 2006 (hospitalization (B)(6) 2006) on (B)(6) 2006: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Anesthesia: general endotracheal. Estimated blood loss: 50 cc. I.v. Fluids given: 2 liters of crystalloid. Complications: none. Specimen: none. Intraoperative findings: included he [sic] following: large ventral hernia repair, through prior incision. Included within the hernia sac were both small bowel and large bowel, small component of stomach. There was approximately 70 minutes of operative time required to completely lyse adhesions. Brief history: this patient is a 48-year-old female with a past medical history significant for morbid obesity. She underwent an open gastric bypass at a separate institution. From the gastric bypass she did develop a midline hernia. She had multiple attempts at repair. Both procedures did result in an infected mesh. The mesh had to be removed. She has since been having complains of abdominal pain and obvious recurrence of her ventral hernia. She was evaluated in the surgical clinic for repair. She was apprised of the risks and benefits to proceed ahead and she agree [sic] proceed. Procedure: ¿the patient was brought into the operating room and placed supine on the or table. Now an or time-out took place confirming the patient identification as well as the procedure. Adequate endotracheal anesthesia was then administered. A foley catheter was placed under sterile technique by the surgical team. The patient¿s abdomen was then prepped and draped in normal sterile fashion, including ioban dressing. First a 1 cm incision was made in the right upper quadrant. Using blunt dissection, the external oblique was exposed. This was incised sharply and blunt dissection was used to enter the abdominal cavity. A 10 mm balloon trocar was then placed. Pneumoperitoneum was achieved and set at 15 mmhg. Next additional working ports were sequentially placed. The first was a right lower quadrant port. Next a left lower quadrant port was placed and finally a left upper quadrant port. All additional ports were placed under direct visualization with the use of local anesthetic. In order to facilitate the placement of all the ports, extensive lysis of adhesions was required. Lysis of adhesions was done with mostly sharp dissection. Bleeding was controlled using endoloops as well as clips. After all of the adhesions had been lysed, the fascial defect was delineated on the anterior abdominal wall. The dimensions of the defect were measured and an appropriately sized mesh (34 cm by 28 cm) gore dual mesh was passed on to the field. 0-gore sutures were preplaced into each of the sides of the mesh, the mesh was rolled and placed into the abdominal cavity through the balloon port site. Within the abdominal cavity the mesh was unrolled, insuring [sic] that the smooth portion was facing the intestines and the rough side was facing the fascial wall. Using a carter-thompson device, the preplaced suture was grasped and affixed to the anterior abdominal wall. Next an endotak device was then used to peripherally reinforce the edges of the mesh to the anterior abdominal wall. Additional reinforcing sutures of 0-gore were used to reinforce the mesh of the anterior abdominal wall insuring [sic] that no suture was spaced more than 6 cm apart from the nearest one, along the perimeter. Next the abdomen was again inspected for hemostasis and hemostasis was noted. Next the right upper quadrant port site was closed using 0-vicryl in a figure-of-eight fashion. All skin incisions were closed using 4-0 monocryl in a subcuticular fashion. All skin incisions and nicks for the carter-thompson device were sealed using dermabond skin adhesive. All instrument, sponge and needle counts were reported correct by the or staff. Patient tolerated procedure well, was extubated and transferred stable to the post anesthesia care unit for continued observation on the floor. Dr. Paul (tejinder) singh was scrubbed and present throughout the entire procedure.¿ on (B)(6) 2006: on (B)(6), md. Operative report. Assistant: on (B)(6), md. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: multiple recurrent ventral hernias. Procedure: laparoscopic ventral hernia repair with mesh 26 cm x 34 cm dual mesh. Lysis of adhesions, 70 minutes. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 50 ml. I.v. Fluids: 2 liters crystalloid. Drains: none. Specimens: none. Findings: multiple ventral hernias from previous midline surgeries. Numerous adhesions of omentum to small bowel and colon hernias. Status post gastric bypass. No evidence of other gross abdominal findings noted. Indications: the patient is a woman with a previous gastric bypass and multiple ventral hernias with an attempt at repair that had been unsuccessful. She has had ongoing pain, difficulties and problems related to her hernias. She is now interested in laparoscopic approach for repair of her hernia. After all the risks, benefits and outcomes were discussed with the patient, informed consent was obtained. Procedure: ¿the patient was placed on the operating room table in standard supine manner. General endotracheal anesthesia was administered. Chloroprep of the abdomen was done. Foley catheter was inserted in sterile fashion and sequential compression devices were placed on the legs. At this point, using an open cut down technique, the skin was opened sharply using blunt dissection in the posterior sheath. Entry was made into the peritoneum. Balloon tip trocar was introduced and the distal portion placed in subsequent all four quadrants of the abdomen and lysis of adhesions was begun. Lysis of adhesions, 70 minutes, was then done of omentum, small bowel and colon that were attached to multiple hernias from previous midline. These were taken down sharply and without problems. Final examination of the bowel showed no injury or problems. There was no bleeding noted. All areas of the abdominal wall were noted to be within the field that would be covered by 26 cm x 34 cm piece of mesh. This 26 cm mesh was then fixed outside the patient in four quadrants and then rolled and brought in through one of the trocar sites. It was then attached to the abdominal wall using the carter-thompson to fixate this mesh in four quadrants against the abdominal wall. Using a protack device and sequential tacking of the hernia was done in a circumferential fashion to adhere the mesh to the abdominal wall. Additional sutures were then placed in a 6 cm circumference around the entire mesh after skin incisions were made at the site using a carter-thompson. The mesh was then fixated at 6 cm intervals around the entire abdominal wall without problems. Final examination throughout again showed good hemostasis. No evidence of any bowel injury. No evidence of any organ injury and no evidence of intestinal problems. The trocar sites greater than 10 mm were closed using interrupted gore-tex suture in a figure-of-eight fashion. All trocars and instrumentation were then removed again after examination was done throughout the abdomen to ascertain that there was no evidence of any complication from the operation. This was assured, the trocars were removed and skin was brought into reapproximation using 4-0 monocryl and dermabond skin adhesive. The patient was then awakened, extubated and taken to the pacu in good condition after all sponge, needle and instrument counts were noted to be correct.¿ on (B)(6) 2006: on (B)(6) center. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: (B)(4). Lot batch code: 03885654. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/03885654) was implanted during the procedure. Relevant medical information: on (B)(6) 2006: on (B)(6), md. Discharge summary. Hospital course: laparoscopic ventral hernia repair with mesh and lysis of adhesions on (B)(6) 2006. No intraoperative complications, no leaks. Postoperatively, placed on patient-controlled analgesia morphine for pain. Continued to require oxygen, but quickly weaned from need with increasing ambulation. Had postoperative ileus. Started on clear liquid diet on postoperative day three; tolerated well, had flatus¿advanced diet. Morphine intravenous stopped postoperative day four. Doing well, tolerating oral percocet. Follow up with dr. Singh in two weeks. Resume previous medications as well as percocet. On (B)(6) 2006: on (B)(6), md. History and physical. Complaint: nausea, dehydration. Underwent laparoscopic hernia repair of open ¿greater than 15¿ abdominal wall hernias seven days ago. Discharged yesterday from hospital making flatus, passing bowel movements, but feeling could not tolerate per oral; not able to drink or eat last night. Progressive nausea, no vomiting. Very dark concentrated-looking urine. During hospital stay in albany, noted to have drop in hemoglobin, hematocrit. Medical/surgical history: status post gastric bypass surgery; postoperative course complicated by infection, recurrent wound infection requiring multiple debridement surgeries. Then experienced multiple recurrent abdominal wall hernias with repeated attempts at repair and subsequent postoperative infection. Chronic morbid obesity, hypertension, non-insulin dependent diabetes, severe gastroesophageal reflux, hiatus hernia, chronic iron deficiency anemia, thrombophlebitis, asthma, sleep apnea. Social history: does not smoke or drink alcohol. Had one cesarean section complicated by wound infection. Abdomen: fresh laparoscopic and small incisional scars scattered across abdomen with at least six scars on each side of upper and lower abdomen. Tenderness about these sites but no fluid collection, discharge or erythema. Active bowel sounds. Impression/plan: postoperative nausea, poor oral tolerance with subsequent dehydration, status post parenteral therapy in emergency department, but still poorly tolerant. Admit overnight for hydration. Does not show signs consistent with obstruction or infectious process presently. Diabetes-diet controlled, no recent need for medications. Ambulate as tolerated, lovenox. On (B)(6) 2006: on (B)(6), md. Radiology ¿ CT abdomen without contrast. Impression: small right pleural effusion. Abdominal wall hernia repair with postoperative soft tissue swelling, edema, and fluid. No recurrent herniation of bowel or obstruction. On (B)(6) 2006: on (B)(6), md. Radiology ¿ supine and upright abdomen. Impression: unremarkable. On (B)(6) 2006: on (B)(6), md. Discharge summary. Diagnoses: abdominal pain status post laparoscopic mesh hernia repair abdominal wall. Dehydration secondary to poor oral intake. Admitted for intravenous hydration, further evaluation and management. Hospital course: abdominal pain was persistent; did gradually improved with rest/hydration. CT scan abdomen showed abdominal wall hernia with postoperative soft tissue swelling, edema, and fluid but no recurrent herniation or obvious bleeding, no bowel obstruction. Surgical consultation felt patient had benign abdominal exam and agreed with discharge. Noted to have substantial anemia; given packed red blood cell transfusion. Follow up hematology as outpatient. Activity restricted until cleared by primary surgeon. Disposition: improved. On (B)(6) 2006: on (B)(6), md. Radiology ¿ flat and upright abdomen. Impression: status post mesh repair of ventral hernia. A few non-specific air fluid levels noted in small bowel with no evidence of obstruction. On (B)(6) 2006: on (B)(6), md. Radiology ¿ CT abdomen without contrast. Findings: status post mesh repair of a midline ventral hernia, with mesh extending from fairly high in the epigastrium downward to the umbilicus. Huge fluid collection both anterior and posterior to the mesh. Impression: huge fluid collection surrounding the mesh at site of ventral hernia repair, measuring as large as 21 cm. Largest part of this is posterior to the mesh but is a significant component present anteriorly as well. There was some hematoma, relatively mild, along the anterior margin of the mesh on the exam 8/24/06; possible there was subsequently quite a bit more hematoma that developed and has now liquified. Differential diagnosis would include abscess (although there is not clearly significant inflammatory change surrounding the collection) or seroma. On (B)(6) 2006: on (B)(6). Discharge instructions. Diagnosis: abdominal pain. CT: increased fluid around mesh, no inflammatory changes; question abscess, seroma, hematoma. Follow up with dr. Mccullum. Call your surgeon. On (B)(6) 2006: on (B)(6), md. History and physical. Complaint: abdominal pain, vomiting. Underwent laparoscopic repair of multiple abdominal wall hernias approximately ten weeks ago by dr. Sing. Subsequently hospitalized on (B)(6) 2006 for abdominal pain. Discharged and had been feeling quite well until one week she developed acute right lower quadrant abdominal pain. Seen in my office and transferred to emergency room for acute abdominal pain. Diagnostic study revealed very large seroma surrounding the abdominal wall mesh material. Discharged home on pain medications. Had slight improvement over next couple of days, then two days ago states worst pain of her life. Associated with two-three episodes of vomiting, anorexia since then. Pain mitigated somewhat, still terribly uncomfortable, taking narcotic analgesics for attempted pain relief. Weight 250 pounds. Abdomen shows multiple surgical scars are well healed. Most recent are laparoscopy scars on lateral abdomen, horizontally. No palpable recurrent herniation. Exquisitely tender in mid-abdominal portion with soft, ill-defined mass like effect extending supraumbilical to just below umbilicus and laterally several inches on both sides. No redness, heat or percutaneous drainage. Impression/plan: persistent transiently worsening abdominal pain with history of complex abdominal wall surgery, large seroma or hematoma. Appears pale; needs complete blood count. Repeat CT scan to determine if progression of previous hematoma/seroma or other process including abscess. Surgical consultation. Nothing by mouth except clear liquids and medications, intravenous support. On (B)(6) 2006: on (B)(6), md. Consultation. Indication: abdominal pain. Gastric bypass in remote past; difficulty with hernias thereafter. Two months ago, had recurrent ventral hernia repaired with laparoscopic approach; very large sheet of prosthetic material implanted. Since, has been complaining of persistent pain and pressure, particularly in recent weeks. CT one week ago showed extremely large fluid collection lying anterior and posterior to large sheet of prosthetic material. Fluid collection about 20 cm in diameter; presumed to be seroma and conservative treatment planned. Today reported pain worse, vomiting over last several days as well. Abdomen round with long midline scar which is not recent. More recent well-healed laparoscopy scars laterally. In central abdomen, is diffuse fullness from umbilicus to xiphoid; symmetrical, quite large, mildly tender, with no inflammation. Impression: likely has large seroma; appears to be producing enough pressure to be quite symptomatic. Going for CT scan; assume findings will be comparable to last week. If so, aspiration of fluid may be warranted to give at least temporary symptomatic relief. Most often seromas are left alone and reabsorb slowly over time but this is causing enough pressure to demand a different approach.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.